Event description:
Info received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The tech isolated the issue to multiple pins broken on the nurse call cable. He replaced the nurse call cable assembly to repair the bed.